Manufacturer narrative:
In the previous report, section b2 (outcomes attributed to ae) was selected as other, which was incorrect, in this report section b2 has been updated or corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient reported eye irritation. In addition, the patient also reported nose irritation, dizziness, and headache. There was no serious harm or injury reported. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.